Manufacturer narrative:
The electrode was returned severed approximately 184mm form the terminal end. Only the proximal segment was returned. A visual inspection noted a tight curve in the lead body near the terminal pin. There was corrosion on the high voltage cable ends where it was cut, this is consistent with being cut and left in body fluid. Laboratory analysis confirmed induced damage to the electrode. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the shock impedance was high and out-of-range. Also, the smart pass feature was off. The patient had open-heart surgery last october. It was discovered that the electrode was damaged during that procedure. The electrode was successfully explanted and replaced onto the chronic pulse generator. There were no additional adverse patient effects.

Event description:
It was reported that the shock impedance was high and out-of-range. Also, the smart pass feature was off. The patient had open-heart surgery last october. It was discovered that the electrode was damaged during that procedure. The electrode was successfully explanted and replaced onto the chronic pulse generator. There were no additional adverse patient effects.